Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with the use of another of the same device. No patient complications reported and patient was good post procedure.